Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sureform 60 stapler was analyzed and found to have the snake wrist cover torn. The tears measured roughly 0.2459"- 0.2790". Visual inspection displayed signs of missing fragments. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that during a da vinci assisted sigmoid colectomy procedure, a piece (fragment) of plastic sleeve covering the head of the sureform 60 stapler broke off while stapling the bowel. A fragment fell into the patient and was retrieved during the same procedure. The customer opened a new sureform 60 stapler and completed the procedure without complications. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the sureform 60 stapler instrument had been fired once. There was no error message. There was no failure to fire or partial fire, no unformed/malformed staples, or holes/gaps in the staple line. It was not stuck to tissue. There was no bleeding observed on the staple line. There were no post-operative tests performed.